Manufacturer narrative:
The customer was provided with a replacement smart cable. The smart cable was returned to verathon for evaluation. The technical service representative attached the returned smart cable to a test monitor and test single use blade. The loss of image was confirmed, when the smart cable was manipulated. Since there are no repair available for the smart cable and the customer has received a replacement the returned smart cable was scrapped. A CAPA has been initiated to further investigate this failure.

Event description:
The customer reported that during a patient procedure while using a glidescope smart cable, their image would cut out when the cable was manipulated. Reportedly, the customer narrowed the video issue down to the smart cable. No harm to patient or user was reported.